Event description:
A micro driver rapid exchange (rx) coronary stent system was intended to treat a lesion in a pt's rca. It was reported that the balloon of the stent would not inflate at the lesion site. The lesion was reported to exhibit 95% stenosis with little calcification and moderate tortuosity. The lesion was pre-dilated with a 2.5 x 20mm balloon to 16 atm for 3 inflations. It was reported that negative prep was performed on the device prior to use, with no abnormalities noted. No pt injury occurred and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Eval, results/conclusions - 95% stenosis, moderate tortuosity. Eval summary: the device was returned to medtronic for eval. The stent was positioned on the balloon as per specs. The distal tip was severely damaged. The 1st distal stent segment was flared. There were some deformed struts on the 2nd distal segment. A number of struts on the 3rd, 10th, 13th, and 15th proximal stent segments were deformed. There was no evidence on the returned balloon or stent to suggest that pressure had been introduced into the balloon. The balloon was inflated to nominal pressure (9 atms) with no issues noted.